Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular lead was being seen at the hospital for an unknown reason. While in the hospital, the lead displayed shock impedance measurements of >125 ohms. The local boston scientific field representative was unaware of any additional follow up or possible changes made to the system. Available information indicates that the lead remains in service. There were no adverse patient effects reported.